Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was noted that there were episodes of non-sustained right ventricular oversensing which resulted in post-paced t-wave oversensing. No intervention was performed at this time. The patient was stable with no adverse consequences and will continue to be monitored.

Event description:
Additional information was received indicating that the patient presented to the clinic and the recommended reprogramming was performed to resolve the event. The patient was stable.